Event description:
It was reported that the front connector on the motor drive unit was broken. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the unit had two loose lid screws and two missing. The unit had missing two rubber feet and one was a non manufactured rubber foot. The cpc connector and front washer were missing. Evaluation found that unit would not change speeds which was due to a defective membrane overlay.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.